Manufacturer narrative:
The device has not returned to olympus for evaluation. Based on similar reports, a potential cause for the detachment of the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a lavh procedure, the teflon pad detached from the device, fell into the patient, and was successfully retrieved. There was no reported patient injury. The metal underneath the teflon pad was also exposed as a result of the detachment. The procedure was completed with another similar device.

Manufacturer narrative:
This supplemental report provides the results of manufacturing history review. A review of the lot history / device history record shows no related anomalies at the time of manufacturing release.